Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was hospitalized for a buried bumper and an inflamed stoma. The entry of the peg tube became infected and started to fester, and on (B)(6) 2020, the peg tube was removed and the patient received oral medication. On (B)(6) 2020, the patient was discharged home. The endoscopy appointment is planed on (B)(6) 2020.